Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6. The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '151700408, attune crs fb insrt sz 4 8mm had implant bearing wear. "Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material." Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune crs fb insrt sz 4 8mm would contribute to the complained device issue. Based on the investigation findings, potential cause can be unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2024, when removing the inlay and the attune crs femoral component, metallosis appeared on the inlay. Surgery was completed successfully with no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary when removing the inlay and the attune crs femoral component, metallosis appeared on the inlay. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed the attune crs fb insrt sz 4 8mm with signs of extraction, additionally, marks on the reinforcement pin can be seen as expected due to the metal-metal interaction. The observed condition does not represent a device nonconformance. No signs of metal deterioration nor sings of metallosis were observed on the device. The investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. A manufacturing record evaluation was performed for the finished device [151700408/ m1683k] and no non-conformances or manufacturing irregularities were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the attune crs fb insrt sz 4 8mm would not have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device [151700408/ m1683k] and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: added: d10.